Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation was/is deflation.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: one opening curved on the valve bond edge. Leak test and microscopic analysis was performed which identified: one opening sharp on the valve bond edge and crack valve. Based on the device analysis the final assessment is: a cracked valve seat diaphragm valve. A sharp opening on valve bond edge (anterior) due to an unidentified (tear) opening.